Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to up arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.

Event description:
The distributor contacted animas alleging that the pump was having difficulty responding to button presses.